Event description:
Material # 24301-0007t. Batch # 24085241. It was reported by customer that leaking from the bonded area between the end of the tubing and the texium. Verbatim: lot# 24085241-24301-0007t- reported leaking from the bonded area between the end of the tubing and the texium. Chemo exposure to patient and pregnant clinician.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 24301-0007t . Batch # 24085241. It was reported by customer that leaking from the bonded area between the end of the tubing and the texium.